Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent sterilization. The consumer's medical history included 3 children. Shortly after undergoing the essure procedure, hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive weight gain, chronic fatigue, dental problems, excessive rashes, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2012, she was told by her treating physician that one of her essure coils had broken into pieces and that her other coil had punctured her uterus. In (B)(6) 2012 hysterectomy was done and essure was removed. Follow-up received on 06-jul-2016 (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following medra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that one of her essure coils had broken into pieces (device breakage) and that her other coil had punctured her uterus (embedded device). About 4 years and 8 months after insertion, a hysterectomy was performed and essure was removed. The event embedded device is anticipated according to the reference safety information for essure while device breakage is anticipated per technical analysis. Both were considered serious. In this case, shortly after undergoing the essure procedure, hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. About 4 years and 2 months after insertion, the events were diagnosed, however the exact date and mechanism were not known. Considering compatible temporal relationship and based on their nature, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('other essure coil had punctured her uterus/uterine perforation'), device breakage ('one of her essure coils had broken into pieces') and device expulsion ('recently expelled essure coil/the right fallopian tube coil had been expelled') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervicitis, endocervicitis, migraine, pelvic pain female, vaginitis, endocervical squamous metaplasia, genital bleeding, nabothian cyst and intramural leiomyoma of uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), pelvic pain ("increasingly severe pain, chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic discomfort, pelvic pain, back pain, abdominal pain, rash, abdominal distension, abnormal weight gain, fatigue, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device expulsion, fatigue, pelvic discomfort, pelvic pain, rash, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils were properly placed; on (B)(6) 2011: the right fallopian tube coil had been expelled. Pathology test - on (B)(6) 2012: chronic endocervicitis with endocervical squamous metaplasia. Segments of fallopian tube. Basal endometrium. Gross description: the specimen is received formalin fixed and it consists of a small uterus with attached cervix and attached bilateral fallopian tubes. The fallopian rubes measure 8 x 0.6 cm. A pedunculated cyst of morgagni arises from the serosa near the left fimbriated end measuring 1.5 x 0.7 x 0.7 cm. The cervical os is transverse measuring 2.3cm in diameter. The transition zone is distorted by multiple nabothian cysts. The myometrium measures 2.6cm in thickness and shows two intramural fibroids each measuring 0.6 cm in diameter.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following medra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received: event 'recently expelled essure coil/the right fallopian tube coil had been expelled', reporter information, rcc added. Lab data was updated. Coding request received. Correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from 'essure micro-insert embedded' to 'uterine perforation'. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('other essure coil had punctured her uterus/uterine perforation'), device breakage ('one of her essure coils had broken into pieces') and device expulsion ('recently expelled essure coil/the right fallopian tube coil had been expelled') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervicitis, endocervicitis, migraine, pelvic pain female, vaginitis, endocervical squamous metaplasia, genital bleeding, nabothian cyst and intramural leiomyoma of uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), pelvic pain ("increasingly severe pain, chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic discomfort, pelvic pain, back pain, abdominal pain, rash, abdominal distension, abnormal weight gain, fatigue, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device expulsion, fatigue, pelvic discomfort, pelvic pain, rash, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils were properly placed; on (B)(6) 2011: the right fallopian tube coil had been expelled. Pathology test - on (B)(6) 2012: chronic endocervicitis with endocervical squamous metaplasia. Segments of fallopian tube. Basal endometrium. Gross description: the specimen is received formalin fixed and it consists of a small uterus with attached cervix and attached bilateral fallopian tubes. The fallopian rubes measure 8 x 0.6 cm. A pedunculated cyst of morgagni arises from the serosa near the left fimbriated end measuring 1.5 x 0.7 x 0.7 cm. The cervical os is transverse measuring 2.3cm in diameter. The transition zone is distorted by multiple nabothian cysts. The myometrium measures 2.6cm in thickness and shows two intramural fibroids each measuring 0.6 cm in diameter.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.